Event description:
It was reported that cartridge alarm occurred during cartridge load process while customer followed prompts and removed used cartridge when instructed. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and no additional information was available about original cartridge lot.